Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm portico valve was successfully implanted in a patient. It was noted during procedure that the 23mm portico valve migrated after full deployment of the valve. The decision was made to perform a valve-in-valve procedure using another unknown size portico valve to complete the procedure. No additional information was provided.

Manufacturer narrative:
An event of valve migration after deployment was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2022, a 23mm portico valve (19298839) was successfully implanted in a patient using a small flexnav delivery system. It was noted during procedure that the 23mm portico valve migrated 2mm above the native annulus after full deployment of the valve. The decision was made to perform a valve-in-valve procedure using another 23mm portico valve (19297686) to complete the procedure. There was a clinically significant delay in the procedure. The patient is reported to be stable. Subsequent to the previously filed report, additional information was received that the 23mm portico valve was successfully implanted in a patient using a small flexnav delivery system. The 23mm portico valve was sized using computed tomography measurements. . It was noted post-implant via angiogram, that the valve migrated 2 mm above the native annulus. There was no issue retracting the valve into the delivery system and no issues leading the retainer tabs into the retainer receptacle. There was no interaction between the small flexnav delivery system and the 23mm portico valve after full deployment. The deployment lock was depressed when fully deploying the portico valve. A clinically significant delay occurred due to having to snare the 23mm portico valve back to where originally intended and to clear the site for implantation of the second 23mm portico valve. The patient remained hemodynamically stable throughout the procedure and did not experience any clinical signs of symptoms during or after this event. The patient was stable at the time of report.